Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the "cool down light" and "rewarm" light started flashing at the same time, then the front panel locked up completely. None of the buttons worked. The user took the unit out of service, defrosted it, made another ice block, turned it back on, and the unit ran ok. There were no reported adverse consequences to the pt.